Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the hemostasis valve leaked blood, and would not maintain hemostasis without a lead inserted. The valve was not used. No patient complications have been reported as a result of this event.